Event description:
On 08/15/08, the customer reported to baxter that on the event date, a pt experienced a reaction with a xenium 190 dialyzer. The nurse reported that the pt described experiencing chills during a number of dialysis sessions which began after she converted from the optiflux membrane to the xenium. On the same day, the pt discontinued the use of xenium and switched back to optiflux; chills no longer presented and the pt was doing fine. Reportedly, the pt historically has had allergic type reactions to other "apparently" non-baxter products.